Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: potential lot number: 0001374136, 0001333737. D4: potential expiration date: 04/01/2028, 04/01/2028. D4: potential UDI: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. H4: potential device manufacture date: 10/15/2025, 10/02/2025. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a radial procedure, the tr band was inflated with 18ml of air when it was applied. Within one minute after the procedure the tr band was discovered to have lost air. The location of the air leak was unknown. Pressure was held and hemostasis achieved using a second tr band. There was no noticeable damage to the device. The patient was stable and recovered fine. No blood loss was reported.